Event description:
Overdelivery on pump c reported. The report source could not recall exact details of the event, but thinks the pump was set to infuse a total parenteral nutrition solution at 85ml/h on pump a (volume to be infused not recalled), unspecified solution on pump b, and lipids at 25ml/h with a 250 ml volume to be infused on pump c. Approx 1.5 hrs after set up, pump c alarmed and the entire 250 ml bottle of lipids was empty. The pt did not experience any adverse effects. No add'l info was recalled/available.